Event description:
The customer reported that the device intermittently locked up several times. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported intermittent lock up failure. Physio completed other unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported lock up failure was not determined.